Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the fiberscope exhibited the coat of the image guide serpentine was peeled off (1mm2 or more). There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.